Event description:
Philips received a complaint on the xl+ defibrillator indicating that the therapy test failed. There was reportedly no patient involvement. Philips remote service engineer (rse) worked with the customer and it was determined that this was a malfunction of the high voltage capacitor which was sent to the customer for their installation. The device remains at the customer site and no further evaluation is warranted at this time.